Manufacturer narrative:
A2-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from spain, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01jul2020) ¿coronary perforation after excimer laser coronary angioplasty at a calcium nodule¿. The article retrospectively reviews a study aimed to compare rotational atherectomy (ra), excimer laser coronary angioplasty (elca), and intravascular lithotripsy (ivl) for the treatment of patients with calcified coronary stenosis. A total of 171 patients were enrolled in a multicenter study between july 2019 and december 2023. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters (0.9 mm). Procedural complications included 1 patient that experienced a perforation at the proximal right coronary artery (rca). Prolonged balloon inflation and drug-eluting stent implantation sealed the perforation. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 01jul2020 has been used, the date of publication. Jurado-roman a_2020_coronary perforation after excimer laser coronary angioplasty at a calcium nodule. J invasive cardiol 2020;32(8):e226-e227. Pmid: 32737275 . Doi: 10.25270/jic/19.00498. This report captures the rca perforation after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.